Event description:
It was reported that patient underwent a pump pocket revision wherein they added a dacron pouch to secure pump better in pocket. Patient was getting good therapy and per reporter there were no problems with the pump or catheter. Drug in the pump was not reported. It was later reported that the pump had turned to the side from normal use, and that was the reason to secure the pump better. Patient outcome was not known to the reporter.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).